Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including internal inspection, bench handling, stress testing, power cycling and full functionality testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), during flight, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.